Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-50, serial:(B)(4), batch: 5072572. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 3056886. Product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5001256.

Event description:
It was reported that the patient's pain area moved, and the patient was receiving ineffective therapy. In addition, the patient's pain in the upper portion of the body was not adequate. The patient underwent a revision procedure and two of the leads were repositioned and the third and fourth leads were explanted. The patient is doing well post-operatively and is now receiving coverage in the pain areas. The explanted leads were discarded due to hospital regulations.